Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was not reprocessed properly due to facility not having suction source in decontamination room and cannot complete the suction step after channel brushing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11. The device was not returned to olympus, a field service engineer examined the facility. It was confirmed that the facility does not have suction source in decontamination room and cannot complete the suction step after channel brushing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: costumer did not use the IFU correctly the customer did not proceed with the reprocessing instruction manual. Bf-p180,bf-1t180_reprocessing_addendum pag 3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.